Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the "detecting cartridge" screen. The customer's blood glucose level was 240 mg/dl. The customer performed a pump reset and reported the issue was resolved.